Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary: it was reported that during a ureteroscopic lithotripsy procedure, the handle tip and basket wire had fallen off the ncircle tipless stone extractor. A new device was opened and the procedure was completed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use, manufacturing instructions, interview personnel, and quality control data. The customer returned one device to cook for investigation. Physical examination of the returned device showed: visual inspection results, device was returned in shipping tray with open outer package. Device is returned with handle in the closed position. The basket formation is in the closed position. A wire is visible protruding from the basket sheath. Collet knob is tight. Mlla is loose. Pett measures 3 cm. Handle actuates the basket. One of the basket wires is broken. Charring is noted on broken wire. One basket wire is bent. There is no evidence from device failure analysis that the complaint was manufactured out of specification. In response to this incident, cook completed a review of the DHR. The DHR of complaint device lot reported 2 non-conformances. Cook concluded that all 2 non-conformances were not related to this incident. A database search for complaints on the reported complaint device lot found no additional complaints reported from the field. At this time, cook concluded that no nonconforming product from this lot exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: ¿precaution¿: ¿enclose the device in the sheath before removing from the tray/holder.¿ ¿do not use excessive force to manipulate this device. Damage to the device may occur.¿ ¿how supplied¿: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ cook has concluded a component failure contributed to this failure mode. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
(B)(6). PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a ureteroscopic lithotripsy procedure, the handle tip and basket wire had fallen off the ncircle tipless stone extractor. A new device was opened and the procedure was completed. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional information regarding event details, patient anatomy and outcome has been requested but is not available at this time.